Event description:
It was reported to st. Jude medical that the lead was capped due to change in pacing lead impedance and high thresholds. It was noted that the findings are related to the pt's involvement with water aerobics.